Event description:
It was reported that the user reduced food intake for dieting and experienced hypoglycemia with blood glucose values in the 60 mg/dl, prompting transfer to the clinical line for assessment of whether a factory reset was necessary, and oral glucose was used. Customer care provided support that included assignment for additional training. Investigation of this case revealed an unclear cause for the hypoglycemia, with no device alarms reported and no specific device component implicated. Symptoms included fatigue associated with low blood glucose. Outcomes included transient hypoglycemia without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.